Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: initial analysis found that one bail cover, ring cover, one case screw, ring cover screw, one bail and ring were missing, one bail cover was broken, the main printed circuit board (pcb) was out of electrical specification and the display was out of electrical specification. Further analysis was performed on the main pcb. Visual inspection revealed no anomalies. Functional test analysis found that the device failed the atrial ac rejection test. After a hybrid circuit was replaced, the functional test passed. Conclusion: confirmed the test failure found during service and repair caused by a hybrid circuit component failure. (B)(4).